Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient was seen for a post-operative on (B)(6) 2025. The physician noted that the incisions were healing well. However, the patient was not feeling well overall at this visit from the side effects of the antibiotics or the withdrawals. To date, the event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported the patient had some redness and swelling at pump pocket that had been there around 2 weeks. Patient seen by physician assistant in clinic yesterday who noted multiple signs of infection minus a fever. He noted a scab in the incision that had not healed since the pump replacement. He consulted the physician who deemed it necessary to remove the pump. A culture was taken of the pump pocket and results were pending. Physician would follow up with patient (B)(6) 2025. Unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue had yet to resolve at the time of this report.